Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of an unknown age, gender, and ethnicity. The patient was taking an unspecified medication via a reusable humapen savvio (red) device for the treatment of an unknown indication. On an unknown date, the humapen savvio pen (red) was reported to have an unspecified product complaint (product complaint (B)(4)/lot number 1304v03). On 18jul2018, the device was returned to the manufacturer. The operator of the device was unknown. It was unknown if the user was trained. This device model and suspect device was used for an unspecified length of time. The device was returned on 18jul2018. The suspect device use was not continued. Edit 15aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 23oct2018 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: savvio pen was received with no complaint description.no adverse event was reported. Initial screening of pen associated case with reportable malfunction bulkhead failure. Investigation of returned pen(batch 1304v03/apr2013)determined that case was not associated with reportable malfunction. Bulkhead subassembly was intact and appeared normal. Investigation found glue bond failure between dial nut housing and bulkhead. Investigation found oily foreign material on bulkhead sub-assembly and worn dose numbers on dial. Spectroscopic analysis of oily substance identified it to be consistent with ester-based oil such as synthetic lubricant/ethyoxylated castor oil. Worn dose numbers issue consistent with chemical exposure in field. Investigation found black foreign material/particulates on dial nut housing. A comprehensive manufacturing investigation,including batch record review/retention sample review and complaint history review did not identify any deviations/events related to glue bond failure,and no indications of inadequate glue quantity/curing issues were identified. Investigation did not identify any manufacturing-related root causes. Oily substance, introduced in field and not related to manufacturing process, could have contributed to failure of glue bond; this cannot be confirmed. Investigation concludes that type of glue bond failure is isolated event and no corrective action is planned. Field damage is not considered to be reportable malfunction. Savvio pens are assessed for injection screw travel at end of manufacturing process,ensuring device functionality with high probability. Core user manual provides instructions for proper care/storage of pen. States,do not use alcohol,hydrogen peroxide,bleach on pen body/dose window. Do not cover in liquid/apply lubrication such as oil,as this could damage pen. User manual provides care/storage directions. There is evidence of improper use. Foreign material contamination of device occurred in field (not related to manufacturing); relevant.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of an unknown age, gender, and ethnicity. The patient was taking an unspecified medication via a reusable humapen savvio (red) device for the treatment of an unknown indication. On an unknown date, the humapen savvio pen (red) was reported to have an unspecified product complaint (product complaint (B)(4)/lot number 1304v03). On 18jul2018, the device was returned to the manufacturer. The operator of the device was unknown. It was unknown if the user was trained. This device model and suspect device was used for an unspecified length of time. The device, which was manufactured in apr2013, was returned on 18jul2018. Upon investigation, it was noted that foreign material was present which occurred while in the field not during manufacturing. Edit 15aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 05oct2018: additional information was received from the global product complaint database on 04oct2018. Reiterated product complaint (B)(4) with lot number 1304v03 relating to the humapen savvio (red) device. As a device specific safety summary was not provided, the malfunction and malfunction type was not updated to no. Corresponding fields and narrative updated accordingly. Update 23oct2018: additional information received on 23oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for (B)(4) associated with lot 1304v03 of humapen savvio (red) pen. Corresponding fields and narrative updated accordingly. Edit 06nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.